Event description:
Boston scientific resolution 360 clip, lot# 29338569: the clip was deployed within patient's duodenum bulb the physician. The clip did not attach to mucosa and pieces of the clip fell off (2 metal parts). The physician was able to retrieve all parts of the clip. The boston scientific rep was notified about incident. The lot has been sequestered.